Manufacturer narrative:
Results of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The uut was powered on in user mode with software version 2.09, and service manual: 23034-001 was performed. The uut failed the leak test at 3lpm pres high flow meter, indicating that the device was not holding pressure. No anomalies were discovered after disassembling the unit to verify the tubing and connectors. The fault issue persisted after installing a known good component; pressure pcba, sensor valve, and exhaust block assembly. The uut passed after installing a known good main pcba and performing a leak test chapter 6-operational verification test. The reported complaint was confirmed and duplicated. This is isolated to a faulty main pcba (printed circuit board assembly).

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the pcba, main processor and performed a failure investigation. The uut was installed in a known good sipap test stand. Powered on user mode with software version 2.09, performed operational verification test, the uut was not holding pressure. Continuity test verified shorts between pins and proper voltage at vcc pins was not found. Uninstalled pcba main processor from sipap test stand and replaced ic op amp dual cmos r-r 8-soic location ic27. Installed pcba and powered on, performed leak test chapter 6-operational verification test, and the uut passed. The removed chip ic op amp dual cmos r-r 8-soic was placed under a microscope vhx-1 and no visual defects or damaged was found.the reported complaint was confirmed and duplicated. This is isolated to faulty ic (integrated circuit) op amp dual cmos r-r 8-soic. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical the infant flow sipap has not holding pressure during patient use. Furthermore, the patient was swapped in a different ventilator and there was no patient harm associated with the reported event.